Event description:
It was reported that the subject device was not being high-level disinfected by the staff during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Advised in-service the staff on the probe on how to pre-clean, manual clean, high-level disinfect and store the probe. Based on the results of the investigation, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not being high-level disinfected by the staff during reprocessing. There were no reports of patient involvement.